Manufacturer narrative:
The insulin pump was received with intermittent button express bolus response that was due to a flattened button dome switch. No button error alarm noted during testing. The pump was received with minor scratches on the lcd window, scratched reservoir tube window and a scratched reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that the esc button is not working. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.